Event description:
A malfunction alarm identified as malf 12 was reported, and technical support assisted the customer in resetting the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to contact technical support if the issue reappears, and acknowledged understanding these instructions.